Event description:
It was reported that balloon rupture and balloon detachment occurred. The stenosed target lesion was located in the subclavian vein. A 7.0 x 80, 135cm mustang¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation to an unknown pressure, the balloon ruptured. The physician tried to remove the balloon but it was like it was welded to the guide wire it was unable to be removed. The physician removed the initial sheath and re-entered the fistula again. Upon removal of the sheath, balloon and guide wire, it was noticed that the whole balloon was not on the catheter within the fistula. The physician made multiple attempts to snare the balloon, but was unsuccessful. A surgeon was consulted and through a cut down, was able to get the majority of the balloon from within the fistula. The physician then went back in to retrieve the distal tip marker that was in the patient¿s mid subclavian using a filter wire. The case was ended with no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified a complete balloon circumferential tear in the balloon and a break in the shaft at the lapweld site. The balloon circumferential tear was located at 7 mm distal to the proximal end of the proximal balloon sleeve. The break at the lapweld was located inside the proximal transition zone of the balloon. The distal section of the shaft break was not returned for analysis. The break at the lapweld is consistent with excessive tensile force having been applied to the shaft. A full microscopic examination of the balloon material identified no anomalies which could potentially have contributed to the balloon circumferential tear. The device was returned with a guidewire stuck inside the guidewire lumen of device. The outer diameter of the returned guidewire was measured using a calibrated snap gauge. This is the recommended outer diameter size for device use. During analysis, the guidewire was unable to be removed due to the presence of solidified blood inside the guidewire lumen of the device. The device was soaked in a waterbath and the guidewire was able to be removed. Another size guidewire was able to be inserted through the device without issue. Approximately 120 mm of a filterwire was also returned. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The stenosed target lesion was located in the subclavian vein. A 7.0 x 80, 135cm mustang¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation to an unknown pressure, the balloon ruptured. The physician tried to remove the balloon but it was like it was welded to the guide wire it was unable to be removed. The physician removed the initial sheath and re-entered the fistula again. Upon removal of the sheath, balloon and guide wire, it was noticed that the whole balloon was not on the catheter within the fistula. The physician made multiple attempts to snare the balloon, but was unsuccessful. A surgeon was consulted and through a cut down, was able to get the majority of the balloon from within the fistula. The physician then went back in to retrieve the distal tip marker that was in the patient¿s mid subclavian using a filter wire. The case was ended with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).